Manufacturer narrative:
On (B)(6) 2021, a service provider of infutronix provided the image for the affected administration set and visual inspection confirmed that the set had disconnected from the distal end of the cassette. The reported issue was confirmed. The affected device was never returned for evaluation and therefore no root cause identified.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user "lisa stated that an administration set model hs-008 lot n/a set came apart at the cassette." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).